Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 23rd july 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and that it had performed to specification up to (B)(6) 2017. On (B)(6) 2017 the device records three manual power ups all under one-minute duration and all within a one-minute period. However, the device successfully performed all weekly auto self-tests between (B)(6) 2017 and the last log entry on (B)(6) 2017. The device was disassembled to investigate and after extensive testing no faults could be found, the device performed to specification throughout testing at heartsine. The current drain of the device was within specification and there were no ten-minute manual power ups recorded. There three successive manual power ups recorded within the history log all recorded on (B)(6) 2017 and under one-minute duration, this would indicate that the user was power cycling the device.